Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-09461. It was reported that the burr was stuck on the wire. The target lesion was located in a severely calcified middle right coronary artery (rca). A 1.50mm rotalink plus and a rotawire were selected for treatment. Upon introduction, it was noted that the rotawire became stuck with the rotalink device. Both the rotawire and rotalink device were removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's condition is good.